Event description:
This complaint is now reportable based on the analysis. It was reported that during a coronary drug eluting stenting treatment procedure, the stent could not cross the severely calcified, 90% stenosed lad (left anterior descending) lesion. No pt injuries or complications were reported and the pt was reported to be "good". However, the returned product confirmed that there was stent damage.

Manufacturer narrative:
A review of the mfg documentation for this batch found that the device met its material, assembly and product specs at the time of release to distribution. Following device analysis, it was noted that the condition of the returned unit was consistent with the complaint incident. A visual and microscopic examination found that the proximal edge of the stent was damaged. Struts on stent rows one to three from the proximal edge were misaligned. This type of damage is consistent with the delivery system encountering some form of restriction. The most probable root cause of this event is operational context.